Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the hemorrhoid tissue on an open hemorrhoid procedure, the device did not fire. Another handle was used. There was no patient injury.